Manufacturer narrative:
(B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. A case of lead fracture was reported to abbott. The event comes from historic data that has been made available from the hospital. It is noted that a non-compatible competitor lead-anchor was used to secure the lead in-vivo. The lead and associated devices in question were not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered could not be conclusively determined.

Event description:
It was reported that the lead fractured. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. No further information available.